Event description:
Device malfunction: suture mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: diminished pulse in foot. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure to the right common femoral artery after an interventional procedure. Reportedly, shortly after the pt was taken to recovery, it was noted that the pt did not have a pulse in the right foot. An ultrasound showed impaired flow of the right common femoral artery. A CT was done which showed the posterior wall was intact, the suture had not penetrated the posterior wall; however, the suture had caused folds in the common femoral artery and pinched the artery closed. The pt was taken to surgery, the suture was removed and the artery was repaired. The pt remained in the hospital for 4 days following a normal angiogram. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.